Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies were found, but blood was noted on helix and the mechanism was distorted. The distal segment of the lead was returned for this analysis.

Event description:
It was reported that there were high thresholds and that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.